Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration and qc recovery data provided was within specification. The alarm trace showed an abnormal sample probe aspiration alarm. The field service engineer (fse) performed sample line and reagent flow path cleaning, ise checks, calibration, and qc. The root cause of the event was found to be consistent with sample quality issues. No product problem was identified.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 3 patient sample on a cobas pro ise analytical unit. On (B)(6) 2026, sample 1 had an initial result of 134 meg/l. The sample was repeated on another line and the result was 143 meq/l. On (B)(6) 2026, sample 2 had an initial result of 133 meg/l. The sample was repeated on another line and the result was 140 meq/l. On (B)(6) 2026, sample 3 had an initial result of 94 meg/l. The doctor questioned the result and was accompanied by a delta check flag, prompting the customer to repeat the sample. The repeat result was 139 meq/l.